Manufacturer narrative:
The plant investigation is incomplete, but initial investigation indicates that there is evidence of burnt / charred wires. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that the liberty select cycler is making a loud noise during dwell 1 during the initial use of the device. Patient contact was advised to discontinue the patient's treatment and contact the peritoneal dialysis nurse. Follow up with the patient's pdrn indicates that the patient did not experience any complications as a result of the alleged event.

Manufacturer narrative:
The alleged event of burnt component is not confirmed. The reported symptom code (out of box failure) was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code (noisy) was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. During the simulated treatment, a loud abnormal sound was heard coming from within the cycler. The treatment was canceled and the cycler opened. The abnormal sound was due to a loose compressor that was banging against the load cell bracket. The nuts from the compressor assembly were not found. The air compressor assembly will be replaced in production during the refurbishing process. There were no visual indications of dried fluid within the cassette compartment. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."